Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The reported event was not confirmed as the scope was not microbiologically tested. Based on the results of the investigation, a root cause could not be determined. IFU warns on insufficient reprocessing by stating ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope after being received at the site. The scope was reprocessed a second time and then no contamination was detected. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. The customer noted there were no deviations, deficiencies or concerns about reprocessing. The scope was noted to be dried using the automatic endoscope reprocessor and filtered compressed air. A simple cabinet was used to store the scope. This event is under investigation. A supplemental report will be submitted upon receiving additional information.